Event description:
A biomed reports that 24 hours following the surgical procedure, the surgeon felt the gas was not dissipating fast enough. The pt presented with raised intraocular pressure (iop). Two paracentesis and one vitreous tap were performed without relief. It was also reported that the surgeon dilutes the product with air. Additional information has been requested. Product labeling indicates the gas diffuses from the eye in approximately 6 to 8 weeks. Diluting the gas with air is not an approved indication for this product.

Event description:
Additional information provided by the surgeon indicates the pt's outcome is guarded. The pt had uncontrollable post-op iop that required daily vitreous taps to reduce the pressure. The pt was treated with numerous anti-glaucoma topical and systemic medications. The surgeon also stated the gas kept expanding even after 0.2cc were tapped out of the vitreous cavity every day for almost a week.